Event description:
An asymptomatic patient presented to the or for a lead revision due to high thresholds and low sensing. Insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
External insulation abrasions were found at 7.7-8.4cm, 8.1- 8.6cm, 9.9-11.1cm, 11.1-11.5cm, 27.7-28.3cm, 29.8-30.0cm, and 36.0-36.2cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasions were found at 27.7-28.3cm, 29.8-30.0cm, and 36.0-36.2cm from the electrode tip, consistent with lead friction to the ICD can. External insulation abrasions were found at 7.7-8.4cm, 8.1-8.6cm, 9.9 -11.1cm, and 11.1-11.5cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at these locations.